Event description:
A distributor reported that a pump's battery was not charging. There was no information available about the impact on the customer's blood glucose level. No further details were provided regarding corrective actions or outcomes following the event.